Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18x1-1/2 eclipse needle was clogged / blocked. The following information was provided by the initial reporter translated from spanish to english: the needle does not connect correctly in ll syringe. Before use. In the absence of more information, the main thing they tell me is that they get clogged as soon as you puncture the IV to load, that is, you puncture the IV and they no longer extract nor can you put the medication into the IV (they are not permeable), and this happens at least 75% of the time (this is not an exaggeration) you need to use 3 needles to load a zofran and a dexa, for example. Every day, many times. We are still waiting for other claims for different services. All the best. In response to the questions asked, several groups of workers from different services are asked and the following conclusion is drawn: questions answers from different services 1) the needle is not properly connected and 2) the needle is stuck. 1. Can you confirm if both problems occurred? Yes, both problems occurred 2. The needle is not connected correctly a. Confirm the number of events/patients. B. Indicate the date of the event. The needle connects correctly but a lot of pressure has to be applied to achieve this, making a task that, a priori, is simple difficult. It has not occurred with patients as it is a needle for loading medication and is not used with patients. The event occurs on a daily basis when using needles. 3. The needle is blocked a. Confirm the number of events/patients. B. Indicate the date of the incident. When using the needles to load medication, the needle gets stuck, preventing the flow of fluid and having to use several needles for the same process, or in the worst case, having to use another needle that is intended for another purpose because the needles for loading medication are not practical and make the task difficult. The event occurs on a daily basis.

Manufacturer narrative:
A device history record review was completed for provided material number 302437 and batch number 2409009. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The needles were assembled with a bd discardit 2ml syringe; however, no signs of defective connection were observed; also liquid went through the cannula normally, no clogged needle issue was found. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Regarding the feedback of clogged needle, we understand coring effect issue had taken place. Based on the preventive measures in place, it is unlikely that the coring effect resulted from poor or insufficient de-burring of the cannula. It is possible that the handling of the product had a role in this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.